Event description:
It was reported that a small volume folfusor had a brown particle embedded in the line of the device. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 29, 2023 ¿ october 2, 2023. H11: the device was received for evaluation. A visual inspection via the naked eye was performed, and a brown particle embedded in the material of the tubing line was observed. The particle was molded within the material of the tubing line and was not in the fluid path. A fourier transform infrared spectroscopy was performed, and the particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material; both materials are part of the tubing line. The reported condition was verified. The cause of the particle matter was fragment of burnt pvc (reddish-brown particle) being embedded in the material of the tubing during the manufacturing process. Particulate not in the fluid path is unlikely to cause harm and does not impact the sterile pathway. Particulate outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.